Manufacturer narrative:
Correction: e1 - initial reporter information corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was replaced to address the issue.

Event description:
It was reported that following a recent fall, the patient experienced pain at the ipg site and a burning sensation. Additionally, the patient is unable to enter MRI mode due to high impedances on the lead [related manufacturer reference number: 3006705815-2026-01050]. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.